Event description:
During a procedure the subject device was inflated but could not be seen on the screen. Even though the physician did not know what had happened, decided to detach the first coil without being able to see the balloon. The physician realized that the balloon had deflated after pulling the guidewire back. Injected contrast and realized that a clot formed inside the aneurysm. Decided to pull back the subject device and loaded 5000 ml of heparin and used a microsoft stream w/hydrolene guidewire to suck the clot back and planned to use rtpa. Then injected contrast again. Everything in the aneurysm was clear; no clot was seen. Checked the other main vessels and they were ok, no clotting. Kept coiling the aneurysm and finished the procedure successfully.